Event description:
It was reported that the patient had ineffective therapy that was not able to be resolved with reprogramming as lead location was not optimal. As a result, surgical intervention was undertaken on (B)(6) 2026 where lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Weight was updated.